Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted

Event description:
A customer reported receiving an unspecified low reading from the adc device. The customer experienced stomach pain and lost consciousness. The customer was taken to the hospital and prior to being placed in the ICU, received treatment of "dextrose, medicine, ultrasound, chest xray, 2decho, ECG, blood test." While in the ICU, the following was observed "ultra sound, fatty liver, polyps, small gall bladder stones". It was additionally reported that the customer was diagnosed with "diabetic ketoacidosis secondary to sepsis secondary to acute pancreatitis." The customer was reportedly hospitalized for 15 days.